Event description:
Additional information received from a healthcare provider (hcp) indicated the pump was pump working well. The patient's pain score was down to 2 out of 10. There was no reservoir volume discrepancy at the time of refill date on (B)(6) 2015. The outcome was considered to be resolved without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On 2015-09-10, information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6), female patient who was receiving morphine 5.0mg/ml at 0.4302 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2015, the patient did not believe her pump was working as efficaciously as it had previously. On (B)(6) 2015, the pump was checked under fluoroscopy and did not show any problems with the pump or catheter. On (B)(6) 2015, the patient experienced exacerbation of low back and lower extremity pain and loss of pain relief. On (B)(6) 2015, the pump was again checked under fluoroscopy and did not show any problems with the pump or catheter. On (B)(6) 2015, a pump reservoir volume discrepancy occurred. The expected reservoir volume was 2.4ml and the actual reservoir volume was 11.0ml. On (B)(6) 2015, the pump was explanted and replaced and the catheter was spliced. The event was reported as related to the device or therapy and not related to the implant procedure. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. It was reported no definite cause was determined in regards to the volume discrepancy. It was noted however that a ¿pump check procedure¿ report indicated there ¿may have been¿ a small kink or clog that was cleared with the pushing of medications. No further information was provided.